Event description:
Received a report from distributor on 7/6/09. A dental office employee accidentally got a drop of the product in her eye while treating a pt and subsequently had minor irritation. Distributor was contacted who directed to flush out eye for 15 minutes. Employee was encouraged by vendor to seek medical care. Employee was sent to the ER where the eye was flushed and the employee released with eye drops. Eye is slightly red but fine. Diagnosis or reason for use: disinfection of medical instruments.